Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the intima-ii 26ga x 0.56in prn slm npvc there was an issue with the hose being damaged. This occurred on 3 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6) the customer got 33 pieces of products claimed by the factory and tested 3 pieces, and the hose broke.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 9233923. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. 33 samples were returned for evaluation. 3 were without primary packaging and had broken catheters. The intact samples that were submitted for investigation were subjected to pull force testing and were confirmed to have the ability to withstand forces specified in the product specifications. Because we are unable to determine the force applied these devices when tested at customers' facilities, the root cause for this complaint could not be determined at the conclusion of our review.

Event description:
It was reported that during use of the intima-ii 26ga x 0.56in prn slm npvc there was an issue with the hose being damaged. This occurred on 3 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from chinese to english: on november 11th, the customer got 33 pieces of products claimed by the factory and tested 3 pieces, and the hose broke.